Event description:
It was reported that: pt has what appears to be a broken t3 restoration stem seen on an x-ray photo. Pt was walking on flat ground when he heard and felt noise and pain from his hip.

Manufacturer narrative:
Device not returned. No eval will be performed. If device becomes available a supplemental report will be issued.